Event description:
Pt suffered air embolism during venogram. Investigation is still being conducted to determine cause. It is unclear at this time if there was a problem with any equipment being used during this procedure.